Manufacturer narrative:
Correction to event.  Review of medical records received (tpvr op note and follow up tte report) clarified that this patient with complex congenital heart disease had presented with worsening symptoms of chf, in the setting of pulmonary valve insufficiency (pi) and was referred for tpvr via right tf approach.  Two 28 x 28 x 100 mm endografts were implanted, the first one in the left pulmonary artery (lpa) and the other one in the right pulmonary artery (rpa), with overlap of the two endografts in the common pulmonary artery trunk in a ¿hugging¿ fashion.  Then two 29mm sapien 3 valve were implanted inside each endograft with good result, despite extremely challenging anatomy causing difficulty with delivering the valves in their position due to the angulation of the pulmonary arteries.  Images revealed good overall result, with patent branches on the left and only trace residual pulmonary insufficiency.  The patient was hemodynamically stable and the procedure was concluded. A follow-up tte study done 38 days later reported: the pulmonic valve is structurally normal, with normal leaflet excursion and no pulmonic stenosis.  Peak gradient through the valve is 8 mmhg and the mean is 5 mmhg. In this case, investigation results indicate that there was no valve-in-valve procedure performed. Per the medical records, two s3 valves were implanted in each endograft (rpa and lpa) with good result.  There is no evidence of an edwards thv device malfunction/labeling deficiency, or adverse event associated with an edwards device malfunction.  Based on this information, it has been determined that this event does not meet the criteria of a complaint or a reportable event and a corrected report is being submitted.

Event description:
As reported from implant patient registry (ipr), during transcatheter pulmonary valve replacement (tpvr) with a 29mm sapien 3 valve, one valve was implanted in the right pulmonary artery (pa) endograph, and a second 29mm valve was implanted in the left pa endograph with good results.  The pulmonic valves are structurally normal with normal leaflet excursion and no pulmonic stenosis.  The mean gradient is 5 mmhg, and the left pa mean gradient is 13 mmhg.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), during transcatheter pulmonary valve replacement (tpvr) with a 29mm sapien 3 valve, a second 29mm valve was implanted in the same position. The reason for the second valve implant is unknown at this time.